Event description:
A caller reported that the cartridge was damaged, specifically the cartridge pigtail was broken due to the pigtail tubing being pulled. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displayed as "high." The customer took corrective action by administering a correction bolus via the pump after changing the cartridge, and there was no need for third-party assistance. The problem was identified as user error, and the caller successfully changed the cartridge and resumed insulin therapy.